Event description:
It was reported a dermatome was involved in a pt incident. Two serial numbers were provided. The customer was uncertain which dermatome was involved in the event. The second dermatome was used to complete the graft surgery. Add'l info was received from the surgeon: graft surgery was performed for "floor of mouth resection. Dermatome blade was secured (with difficulty) and thickness set at 15/1000" correct width confirmed with knife blade. Machine was tested away from the patient initially worked for 1-2 seconds and then stopped. Tested again after several seconds and appeared to be working correctly. Oiled thigh skin was pulled taut and dermatome was applied in standard fashion. Power was applied and the unit was advanced. Skin graft initially appeared to be raising well, and the dermatome was advanced approx. 8cm, corresponding the length of graft desired. Dermatome was removed and the majority of the graft was found to be shredded. And far too thin for use. A second dermatome was obtained. New blade secured, again with significant difficulty. Thickness setting increased to 17/1000" in light of prior difficulties. Graft harvested from second site in standard fashion without further problems. An add'l graft site was required that was not previously planned for". Add'l info was requested by integra regarding the serial number involved in the alleged event. Add'l info was received from the facility: "there is no way for me to tell since the two dermatomes used were mixed together at the time of the event and then processed for sterilization afterwards. The item in question should have been sequestered but wasn't."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.